Event description:
It was stated that the customer was experiencing high blood glucose levels, too high for the glucose meter to read. Troubleshooting was performed and the insulin pump passed the leadscrew test. The insulin pump did not pass the high pressure test. No replacement insulin pump was sent because the customer was out of warranty and she was interested in upgrading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.